Event description:
It was reported that ongoing intermittent occlusion alarms occurred, resulting in high blood glucose levels indicated as "high." To address the high glucose levels, the customer administered a correction injection via multiple daily injections. Reportedly, the customer was not properly removing residual air from the cartridge. The customer was educated on the proper load techniques. The issue was resolved by using the options menu to resume insulin delivery. Additional assistance was requested due to the frequent and recurring nature of the occlusion issues.